Manufacturer narrative:
The tech replaced the left foot end brake steer caster to resolve the issue.

Event description:
The tech alleged the left foot end brake steer caster swivels while in brake mode. No pt impact.